Manufacturer narrative:
The field service engineer (fse) indicated that there was a leak at pv49. He replaced all tubing to pv49 and system performance was verified. (B)(4).

Event description:
The customer reported that there was a fluid leak of unknown volume from the coulter lh 500 hematology analyzer. The leak was not contained. There were no error messages associated with this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.